Manufacturer narrative:
On 04/06/2010, through follow-up with the health-care provider via fax, it was learned that the patient expired on (B) (6) 2010 due to cardiogenic shock and shock liver. However, the health-care provider has disassociated the device from the event. It has been determined that this is no longer a reportable event.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.3 months, due to heart failure. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the operative report, the device, and additional information regarding the event; however, no response was received from the health-care provider. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.